Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that a screw loosened in the patients mouth. It was retightened and is still in the mouth until they receive a replacement.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned screw identified signs of use but no apparent signs of malfunction. This investigation addresses a loosening event that occurred once without any prior retightening ¿ the screw has been returned. Functional testing was performed with an in-house mating device. The devices were able to engage as normal. No malfunction was identified. No pre-existing conditions were noted on the product experience report (per). The device was placed on tooth #14. The event occurred 2 ½ years after placement of the crown. X-ray or picture images were not provided. A device history record review (DHR) could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the screw dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complainant reported that a screw loosened in the patients mouth. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes.

Event description:
No further event information is available at the time of this report.